Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shutdown after a power outage. The bme stated they had a generator test, and this unit will not boot up, it boots into the cns splash screen and stays there. No patient harm reported. Nihon kohden technician asked the bme to remove the original primary drive and boot up the unit, and when the bme did, the unit booted up with just the back-up drive. Nk technician advised the bme that they will need to replace both hdd's.